Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that over the past 24 hours, the customer had a blood glucose (bg) level of 500-600 mg/dl. The customer stated that the pump was not delivering insulin. The customer reverted to using a non-tandem pump to manage diabetes and the bg level was dropping (398 mg/dl). Tandem customer technical support (cts) offered to troubleshoot; however, the customer declined and the telephone call was disconnected. Cts attempted to call the customer back. The customer did not return the call.